Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab kinked is confirmed. The returned iab was found kinked and the central lumen was broken at this location. The root cause of the kink and broken central lumen is undetermined. This issue will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required at this time. Other remarks: see also tc#: 1900054901.

Event description:
It was reported by the rn that they had a patient with an intra-aortic balloon (iab) and they began getting an "arterial pressure (ap) signal weak" alarm. The pump is using the transducer waveform. The clinical support specialist has explained about a possible kink to the catheter. The rn has stated the patient is stable and may not need the iab and will contact the physician. There was no reported delay in therapy or complications to the patient. Additional information received: the rn stated that the patient did not require an arterial line to be placed. They hyper flexed the leg and that helped. She said that when the iab was removed it was kinked.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that they had a patient with an intra-aortic balloon (iab) and they began getting an "arterial pressure (ap) signal weak" alarm. The pump is using the transducer waveform. The clinical support specialist has explained about a possible kink to the catheter. The rn has stated the patient is stable and may not need the iab and will contact the physician. There was no reported delay in therapy or complications to the patient. Additional information received: the rn stated that the patient did not require an arterial line to be placed. They hyper flexed the leg and that helped. She said that when the iab was removed it was kinked.